Event description:
Customer reported at 7:30 am, device = lo four times then error 1 and error 9. Customer felt shaky and called the ambulance. Ambulance device = 110 mg/dl. Customer was taken to hospital and was given a pill where they remained for 3 yours until glucose was 13 mg/dl. No controls used. A request was made for return product and replacement product was sent.